Manufacturer narrative:
The device was an unknown prismaflex oxiris filter . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with an oxiris filter, a patient developed heparin induced thrombocytopenia. Treatment for the event was not reported. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.